Manufacturer narrative:
(B)(4). Batch # n93757. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted and 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy, the clip could not be fed into the jaws when the trigger handle was grasped at the 2nd firing. Previous 1st firing for functionality was properly performed by a scrub nurse. Another device was used to complete the case. There were no adverse consequences to the patient.